Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. Boston scientific technical services (ts) noted this was due to a function of timing and automatic gain control. The undersensing caused a delay in detection. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.